Event description:
Health care professional reported pt developed peritonitis after using the uv flash device. Health care professional stated pt called when she started to feel sick and reported that the uv flash did not go through flash cycle. Pt stated this happened several times and pt could not remember if device alarmed or not. Health care professional reported the uv flash was checked at the ctr and was found to be working properly, but requested device be swapped and evaluated. Treatment consisted of one dose of 2 grams vancomycin and 80 mg gentamycin. Peritonitis has been resolved with medication. Microorganism present staphylococcus aureus.